Event description:
A malfunction was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, tandem technical support arranged to replace the pump, ensuring the customer would receive a pump with updated software. The customer was instructed to return the faulty pump using a pre-paid ups label and switch to backup insulin therapy using multiple daily injections (mdi) while waiting for the replacement. Additionally, instructions on putting the pump into storage mode and next steps upon receiving the new pump were provided.